Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure coil/they could only see one essure coil in one tube but did not see the other during the ultrasound") and seizure ("seizures") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included caesarean section, ovarian cyst, laparoscopic surgery (laparoscopic removal of scar tissue, reason for procedure: pain in stomach, scar tissue after c-section.) In 2010 and parity (childbirth: (B)(6)). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("constant pelvic pain"), abdominal pain upper ("stomach pain"), back pain ("lower back pain"), menorrhagia ("longer periods that last for 2 months"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). The patient was treated with ibuprofen and paracetamol (tylenol 8 hour). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain upper, back pain, menorrhagia, dyspareunia, abdominal pain, seizure and ovarian cyst outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, device dislocation, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and seizure to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2019: plaintiff fact sheet received: : reporter information updated. Treatment drug added. Medical history added. New event abdominal pain, ovarian cyst and seizures were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.